Manufacturer narrative:
In this report box b describe event or problem has been updated the manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation copd, difficult to breath, blower box with contamination, iso port with contamination, inlet/outlet seal with contamination. Device has lots of fine white particles, there was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found evidence of white particles in blower box. There was multiple error codes found. Customer complaint able to be reproduced. During evaluation, dust like contamination was observed and unit got scrapped.

Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation copd, difficult to breath, blower box with contamination, iso port with contamination, inlet/outlet seal with contamination. Device has lots of fine white particles, there was no report of serious injury or harm. There is no medical intervention was specified. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.